Manufacturer narrative:
The hta procedure set was returned and evaluated. Visual examination of the disposable heater canister confirmed the event. The cylinder was crystalized 360° around for 3/4 of the entire length. The plastic thermister housing was also crystalized. The root cause classification for this event is undeterminable, based on the returned condition of the product.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown).according to the complainant, during preparation, the heater canister overheated and melted. There were no further complications reported with this event and the current condition of the patient is reported to be "fine."

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during preparation, the heater canister overheated and melted. There were no further complications reported with this event and the current condition of the patient is reported to be "fine."